Manufacturer narrative:
(B)(4). PMA/510(k): similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the information provided it was not possible to conclude the exact root cause for this event. However, the most likely root cause is a rapidly growing aneurysm and thickening aortic wall from a dissection that developed between the pre-op cta and implantation. No evidence to suggest that product was not manufactured according to specs which is supported by the physician's comments. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2014: (B)(6) year old male patient underwent taa repair. The patient's anatomical form was suitable for endovascular repair. Zteg-2p-34-152-pf and zteg-2d-32-147-pf were placed without problem. After tevar, bypass procedure for the left femoral artery and the left popliteal artery was performed. (B)(6) 2014: aorta dissection was occurred. CT scan was performed. In the proximal side, it showed an 'entry-like appearance' near the proximal edge of the zteg-2p-34-152-pf and it extended to just below the left subclavian artery. The false lumen was thrombosed. In the distal side, it showed that 'entry-like appearance' near the distal edge of the zteg-2d-32-147-pf and 're-entry-like appearance' near the right accessory renal artery. It would appear that the debakey iii. The false lumen was not thrombosed. The patient was taken to ICU and the blood pressure has been controlled and adl is restricted by following the protocol for debakey iii. Patient outcome: the patient was taken to ICU and the blood pressure has been controlled and adl is restricted by following the protocol for debakey iii. Additional information received 05sep2014: no additional procedure to treat the dissection is planned. The physician will continue blood pressure and adl. The patient's condition of today is unknown.